Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 123643-2010-0017 for info related to the other kugel patch mesh implanted in 2001. Info related to the recalled composix kugel mesh implanted in 2003 will be reported in accordance with rae.

Event description:
Attorney reported: in 2001 - pt had an incisional hernia repair with two kugel patches implanted. Three months later - pt was taken back into surgery to repair hernia recurrence. During the surgery, the doctor noted that the kugel patches had disrupted and migrated away from the original implantation site. The doctor went on to find small bowel adherent to the kugel patch. The adhesions were taken down and the hernia was repaired with another type of mesh. In 2003 - pt began suffering severe abdominal pain and bulging accompanied with vomiting for which forced her to present to the ER. After x-rays taken into surgery for a hernia repair. During the surgery, the doctor took down multiple adhesions of the abdominal wall and a large oval composix kugel patch was implanted. In 2009 - pt began to develop diffuse abdominal pain forcing her to present to the ER. A CT scan was performed. At that time it was decided that the pt would undergo an exploratory laparotomy with repair of the hernia and possible bowel resection. Pt was taken into surgery. During the surgery, the doctor removed all of the kugel patches and composix kugel patches, resected the small bowel as a result of obstruction and scarring, and repaired the hernia with another type of mesh. The malfunctioning hernia patches were removed at this time because of the design and manufacturing defects in the memory recoil rings. After a week of hospitalization, the pt was discharged to her home to continue her recovery. Plaintiff has suffered and will continue to suffer physical pain and mental anguish.